Event description:
Customer reported that the insulin pump alarmed button error. Blood glucose value is 220 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad trace. No button error alarm during testing. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.